Event description:
Approximately 6 months postoperatively, a patient with a portland orthopaedics mcor hip replacement system, experienced joint dislocation likely due to the version being incorrectly set. As a remedial action the surgeon decided to revise, by removing the femoral neck and replacing it with a longer length neck. During the revision procedure, the surgeon appears to have used the wedge tool to remove the neck incorrectly, which then became jammed in the implant, making it difficult to remove. Bone overgrowth and possible fretting corrosion is also likely to have contributed to the difficulty in removing the neck. A midas rex tool was used to cut and remove the wedge tool, and the liner was replaced with a constrained liner from another manufacturer as a remedial action to prevent future dislocations. Note: portland orthopaedics does not admit and specifically denies, that this medwatch form, or any discussion related to this matter, constitutes an admission that orthopaedics or the mcor device caused or contributed to any of the problems/events mentioned, or that a reoccurrence would be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
Dislocation of the hip replacement was due to incorrect placement (version) of the neck during the primary procedure. During the procedure, the surgeon did not use the wedge tool correctly. He did not remove the bone to give perfect access to allow the rail to engage the slot in the neck. Rather he approached the neck from the medial at an angle and jammed the wedge tool, it could not be moved and it could not be hammered out as there was not enough showing on the opposing side. The tool was now pointing, touching the distal taper. As much as can be established from the sales rep at the case, and tool could not be moved and would not act as a wedge, therefore the neck did not disengage. Surgeon used a midas rex to cut the wedge tool up and remove the pieces. Device history records for the stem and neck were examined and were found to be complete and conforming to approved design and manufacturing specifications. Possible improvements to the wedge tool to be investigated during the annual design review of the m-cor system.